Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in australia. It was reported that the rotaflow console displayed the error message ¿head error¿ when the device was running over 1000 rpm (revolutions per minute). The failure was noticed during start-up of the device. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n number (B)(6) was investigated with the rotaflow drive with s/n 91092141 by a authorized person in the hospital according to the getinge field service technician dated on (B)(6) 2023. The customer did their own investigation and no failure on the rotaflow console was found. The most probable root cause for the reported "head error" could be determined as the defected rotaflow drive with the s/n (B)(6), which triggered the reported "head error". The affected rotaflow drive will be handled in complaint ot (B)(4). Based on these investigation results the reported failure "head error" could not be confirmed. The rotaflow console in question was produced in 2016-07-04. The review of the non-conformities was performed on 2023-01-12 and during the period of 2016-07-04 to 2023-01-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, this production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4/ en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up will be submitted when additional information becomes available.

Event description:
The event occurred in australia. It was reported that the rotaflow console displayed the error message ¿head error¿ when the device was running over 1000 rpm (revolutions per minute). The failure was noticed during start-up of the device. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
Correction section h. The type of reportable event "serious injury¿ was entered wrongly. It is corrected and changed to the correct type ¿malfunction¿ now.

Event description:
Complaint ID: (B)(4).